Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose level was 242 mg/dl. The customer stated she forgot to unsuspend her insulin pump and received the no delivery alarm when she attempted to bolus. Standard troubleshooting was performed. The customer was advised to change her reservoir, insulin, and infusion set. The product is being returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.